Manufacturer narrative:
The patient remains ongoing on lvad support and no other information have been reported at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was scheduled for a pump exchange due to thrombus, however, subsequent information later received by the manufacturer indicated that an exchange was not completed and the patient may be improving.